Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level was 498 mg/dl and 400 mg/dl. Customer was treated via manual injection. The customer was not off pump therapy for 48 hours but rather, did not have all of the settings properly programmed into the insulin pump which resulted in high blood glucose. Customer was assisted with connecting meter to the insulin pump and insulin pump programming. The insulin pump will not be returned for analysis.